Manufacturer narrative:
It was reported by customer that after rn primed new IV tubing, it would not run on or off the IV pump. Tracing the fedex tracking number for the sample indicates that the package was delivered to san antonio, however, the package was never received by the associate at that location, and therefore the sample will be designated as missing. The customer complaint of flow issues - partial blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 23105419 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:2420-0007 batch#:23105419 it was reported by customer that after rn primed new IV tubing, it would not run on or off the IV pump. New IV set obtained and functioned without any problems. Verbatim: rcc received a complaint via email. Email(s) attached. After rn primed new IV tubing, it would not run on or off the IV pump. New IV set obtained and functioned without any problems. Lot#: (10)23105419. Product#: 2420-0007.